Event description:
On the operating room portable cysto table, there is a concern with the idi stirrups. They are unable to secure a patient's legs, and they fall outward to the side. In this case, using the idi mobile cysto table, and positioning patient in black stirrups, we noticed after the case the stirrups did not stay in the position they were placed at the beginning of the case. The patient's legs were secured, and the stirrups were locked into the position needed. There is no documentation of patient injury. One month later there was another instance of the same issue; however, we do not have any patient information from that stirrup issue.